Event description:
It was reported that a patient implantation with a preloaded intraocular lens (iol) in the right eye (od) required other surgical procedures; viscocanalostomy and suprachoroidal drainage. One day post surgery (on 13 nov 2021) the patient was diagnosed with conjunctival hyperemia, folds in descemet's membrane, cells in anterior chamber, optic cup to disc ratio 7, and mild chemosis. The intraocular pressure (iop) reading was 03 mmhg, 12 mmhg from baseline. The uncorrected distance visual acuity (ucdva) reading was 0.10. On november 19, 2021, during the one week post-operative visit, the patient presented with conjunctival hyperemia, hyphema and reduced eyesight due to hyphema. On (B)(6)2022, during the 6th month post-operative visit, the patient presented with optic cup to disc ratio 7. It was reported that there was no secondary surgical intervention performed. The patient has fully recovered. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, lens remains implanted. Section e1 - telephone number: (B)(6)8 section e1: email address: unknown/not provided, as information was asked but it was not provided. Section h3 - the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected information: upon review on 16 july 2024, it was decided to remove the below codes as they are unrelated to the device, but related to the other reported procedures and there was not surgical intervention reported. Section h6 - health effect - impact code 4624 - surgical intervention section h6 - health effect - clinical code 1904 - hyperemia 1845 - eye injury 1932 - inflammation 1775 - chemosis instead added: section h6 - health effect - impact code 2199 - no health consequences or impact all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.